Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4). Device #2: lot #: 25046146, expiration date: 10/31/2012.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two of the hemopro devices had the silicone separated on the jaws. The second device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.